Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2017, UDI: (B)(4), device available for evaluation: no, device mfg date: 06/30/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2017, UDI: (B)(4), device available for evaluation: no, device mfg date: 06/30/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2017, UDI: (B)(4), device available for evaluation: no, device mfg date: 06/30/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2017, UDI: (B)(4), device available for evaluation: no, device mfg date: 06/30/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2017, UDI: (B)(4), device available for evaluation: no, device mfg date: 06/30/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿ ac adapter : ac adapter / (B)(4) / model #: 1430de, device available for evaluation: no, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors on five ventricular assist device (vad) batteries and one controller ac adapter had a poor mechanical connection to the controller as they became sharpened due to the controller's metal connector plug. The controller remains in use. The power sources were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: five (5) batteries and one (1) controller ac adapter were returned for evaluation. One (1) controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of one returned battery revealed that the device passed visual examination. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. This is an additional observation not related to the reported event, likely due to a faulty integrated circuit that controls the battery. An internal investigation evaluated faulty integrated circuits that control the battery. Failure analysis of the other four returned batteries revealed that the devices passed functional testing and visual inspection. Failure analysis of the controller ac adapter revealed that the device passed functional testing. Visual inspection revealed a worn controller ac adapter connector due to attempts of mating with the controller connector. The damages that was observed did not affect the functionality of the device; the adapter was able to adequately connect to a controller. As a result, the reported event could not be confirmed. Based on the available information, the most likely root cause of the worn connector can likely be attributed to the normal disconnection and reconnection between the adapter output cable and metal power port connectors on the controller. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0 and damaged connectors. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.